Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: 10fcc13 product type: sheath product ID non-medtronic catheter, product ID non-medtronic sheath, product ID non-medtronic sheath, product ID non-medtronic radiofrequency (rf) needle, product ID non-medtronic ice catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post a pulsed field ablation procedure, the patients blood pressure dropped. A cardiac tamponade and pericardial effusion was then identified along with st elevation. Patient then went into asystole and cardiac massage was performed. Surgical intervention was then performed. According to the physician¿s, when the sheath was removed, blood pressure dropped rapidly. Blood pressure continued to decrease after hemostasis and medication was administered. No further patient complications have been reported as a result of this event. It was later reported that the patient was treated with radiofrequency (rf) during the adverse event and the case was completed with pulsed field ablation.